Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited clv-190 panel lights were flashing. The issue occurred, during a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that it is unknown when the issue occurred.